Manufacturer narrative:
The 25-gauge laser flex probe was received and a visual assessment of the returned sample showed a non-conforming tip. Excess adhesive was found on the nitinol-cannula junction. The complaint was confirmed. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened to address this issue.

Manufacturer narrative:
The customer reported their laser probe had trocar insertion issues and metal particulates were found on the sample. The sample was not returned for evaluation. With no additional, related information provided, the customer reported event was not able to be confirmed. The laser probe was not received for evaluation, but was packaged on (B)(6) 2020. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Since, the sample was not received to be evaluated, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, the laser probe was not able to go into the valved-cannula when surgeon tried to insert tip of laser probe into the cannula. There was some metal stuck at the laser probe end. A new laser probe was obtained in order to complete the procedure. There was no patient harm.